Event description:
A physician reported that an unexpected reboot occurred during surgery. The system recovered automatically, allowing the procedure to be continued and completed. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).